Manufacturer narrative:
Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address alval, metal sensitivity.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address alval, metal sensitivity. Additional information: plaintiffs fact sheet (pfs) received (B)(6) 2012. Operative report alleges right painful total hip arthroplasty with loose acetabular component and acute lymphocytic infiltration of the surrounding soft tissues with necrotic synovitis. During revision, a large fluid collection was encountered of cloudy fluid...that came back negative for any signs of infection. The patient was noted to have superficial necrosis throughout the affected joint space.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.